Event description:
On (B)(6) 2015 the patient underwent a right sided tka with simplex hv bone cement to cement all components. The patient was revised on (B)(6) 2018 and operative notes show aseptic loosening of her knee components by debonding of the tibial component. It is alleged that the surgeon noted in the revision operative report "tibial component was found to be grossly loose without evidence of cement to implant bonding."